Manufacturer narrative:
Updated quality-safety evaluation of ptc received on 08-jun-2016: as a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. The medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this spontaneous and non-medically confirmed case report, received via social media; refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted and experienced auto immune response (unspecified). According to additional information, this case became legal and the plaintiff also experienced severe pelvic pain after insertion and then, underwent a hysterectomy. Pelvic pan is listed while autoimmune response is unlisted in the reference safety information for essure. Considering abdominal, pelvic and uncharacterized pain may occur during essure use and the positive temporal relationship, causal relationship between this event and essure use cannot be excluded. Regarding autoimmune response, limited information has been provided; however, given essure's local action in fallopian tubes, causality between this event and suspect insert is very unlikely. Upon receipt of legal claim, it was informed that an intervention was required (hysterectomy). Thus, this case is now regarded as incident. No lot number and no sample was provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Further information will be obtained through litigation process.

Event description:
This is a spontaneous case report received from a consumer in united states on (B)(6) 2014 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted. Consumer reported that she would like to know when auto immune response would be added to the list of side effects for essure. She stated that she never would have had the procedure if she would have known how debilitating it could be. No additional information was provided. Follow up information received on 27-nov-2014 from consumer: she stated that she has had essure for years and that she was experiencing an autoimmune response due to her essure. Stated that other women have reported this as well. Ptc investigation result was received on 07-jan-2015. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc global number (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse event is not indicative of a quality deficit per se and was considered not assessable by company due to lack of information provided. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample was available for further technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Follow up from 13-jan-2015: required number of follow-up attempts have been completed, with no response to date. Follow-up information received on 06-may-2016. A legal claim was received. Case is now incident. Plaintiff was implanted in (B)(6) 2008. After being implanted with essure, this plaintiff began to suffer from severe pelvic pain, severe joint pain, and hair loss. Plaintiff had to have a hysterectomy as a result of essure. Company causality comment: this spontaneous and non-medically confirmed case report, received via social media; refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted and experienced auto immune response (unspecified). According to additional information, this case became legal and the plaintiff also experienced severe pelvic pain after insertion and then, underwent a hysterectomy. Pelvic pan is listed while autoimmune response is unlisted in the reference safety information for essure. Considering abdominal, pelvic and uncharacterized pain may occur during essure use and the positive temporal relationship, causal relationship between this event and essure use cannot be excluded. Regarding autoimmune response, limited information has been provided; however, given essure's local action in fallopian tubes, causality between this event and suspect insert is very unlikely. Upon receipt of legal claim, it was informed that an intervention was required (hysterectomy). Thus, this case is now regarded as incident. A product technical analysis was performed and concluded there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Further information will be obtained through litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain'), systemic lupus erythematosus ('lupus') and reynold's syndrome ('reynaud's') in a 34-year-old female patient who had essure (batch no. 626155) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 3 (dob: (B)(6)2003, (B)(6)2005, (B)(6)2007)), knee pain, biopsy and endometrial biopsy. On (B)(6)2008, plaintiff underwent essure confirmation test: dye test. Previously administered products included for an unreported indication: iud and birth control pill. Concurrent conditions included inflammation, dysfunctional uterine bleeding, bleeding menstrual heavy, hyperplasia endometrial and constipation. On (B)(6)2008, the patient had essure inserted. In (B)(6)2008, the patient experienced influenza like illness ("flu like symptoms/ constant flu-like symptoms"). In (B)(6)2009, the patient experienced systemic lupus erythematosus (seriousness criterion medically significant) with arthralgia, arthritis, pyrexia, joint swelling and peripheral swelling and alopecia ("hair loss"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), reynold's syndrome (seriousness criterion medically significant), somnolence ("had difficulty waking at times"), mental disorder ("essure caused or aggravated her psychiatric and /or psychological conditions"), hypothyroidism ("hypothyroidism") with asthenia, weight increased and fatigue, allergy to metals ("hypersensitivity reaction to nickel"), headache ("headaches"), pruritus ("itchy watery blisters") and blister ("itchy watery blisters"). The patient was treated with antiinflammatory/antirheumatic agents in combination, hydroxychloroquine, thyroid (thyroidine) and surgery (laparoscopic-assisted vaginal hysterectomy. Bilateral salpingectomy.). Essure was removed on (B)(6)2015. In 2015, the systemic lupus erythematosus had resolved. At the time of the report, the pelvic pain, somnolence, mental disorder, influenza like illness, hypothyroidism, allergy to metals and alopecia had not resolved and the reynold's syndrome, headache, pruritus and blister outcome was unknown. The reporter considered allergy to metals, alopecia, blister, headache, hypothyroidism, influenza like illness, mental disorder, pelvic pain, pruritus, reynold's syndrome, somnolence and systemic lupus erythematosus to be related to essure. No further causality assessment were provided for the product. The reporter commented: she did not receive treatment for hair loss and weight gain. She did not claim allergic to nickel or any other component of essure. She was biopsied both knees, physical therapy, medication for treatment of joint pain. She received benlysta from 2012 to 2015 for lupus. She had no complications or problems that occurred at the time of your essure placement. Essure insertion details: essure coils trailing right- 7, left- 4. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6)2015: results: complete uterus with secretory endometrium.. Ultrasound scan - on (B)(6)2014: results: 2-cm simple cyst. Concerning the injuries reported in this case, the following one were confirmed in patient¿s medical records: systemic lupus erythematosus. Concerning the injuries reported in this case, the following ones were reported via social media: painful swollen hands/ feet, headache, fatigue, blisters on hands. Lot number:626155 manufacturing date: 2007-10 expiration date:2009-09. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 14-aug-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain'), systemic lupus erythematosus ('lupus') and reynold's syndrome ('reynaud's) in a 34-year-old female patient who had essure (batch no. 626155) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 3 (dob: ((B)(6) 2003, (B)(6) 2005, (B)(6)2007), knee pain, biopsy and endometrial biopsy. On (B)(6) 2008, plaintiff underwent essure confirmation test: dye test. Previously administered products included for an unreported indication: iud and birth control pill. Concurrent conditions included inflammation, dysfunctional uterine bleeding, bleeding menstrual heavy, hyperplasia endometrial and constipation. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced influenza like illness ("flu like symptoms/ constant flu-like symptoms"). In (B)(6) 2009, the patient experienced systemic lupus erythematosus (seriousness criterion medically significant) with arthralgia, arthritis, pyrexia, joint swelling and peripheral swelling and alopecia ("hair loss"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), reynold's syndrome (seriousness criterion medically significant), somnolence ("had difficulty waking at times"), mental disorder ("essure caused or aggravated her psychiatric and /or psychological conditions"), hypothyroidism ("hypothyroidism") with asthenia, weight increased and fatigue, allergy to metals ("hypersensitivity reaction to nickel"), headache ("headaches"), pruritus ("itchy watery blisters") and blister ("itchy watery blisters"). The patient was treated with antiinflammatory/antirheumatic agents in combination, hydroxychloroquine, thyroid (thyroidine) and surgery (laparoscopic-assisted vaginal hysterectomy. Bilateral salpingectomy.). Essure was removed on (B)(6) 2015. In 2015, the systemic lupus erythematosus had resolved. At the time of the report, the pelvic pain, somnolence, mental disorder, influenza like illness, hypothyroidism, allergy to metals and alopecia had not resolved and the reynold's syndrome, headache, pruritus and blister outcome was unknown. The reporter considered allergy to metals, alopecia, blister, headache, hypothyroidism, influenza like illness, mental disorder, pelvic pain, pruritus, reynold's syndrome, somnolence and systemic lupus erythematosus to be related to essure. The reporter commented: she did not receive treatment for hair loss and weight gain. She did not claim allergic to nickel or any other component of essure. She was biopsied both knees, physical therapy, medication for treatment of joint pain. She received benlysta from 2012 to 2015 for lupus. She had no complications or problems that occurred at the time of your essure placement. Essure insertion details: essure coils trailing right- 7, left- 4. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2015: results: complete uterus with secretory endometrium. Ultrasound scan - on (B)(6) 2014: results: 2-cm simple cyst. Concerning the injuries reported in this case, the following one were confirmed in patient¿s medical records: systemic lupus erythematosus. Concerning the injuries reported in this case, the following ones were reported via social media: painful swollen hands/ feet, headache, fatigue, blisters on hands. Further company follow-up with the consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 22-jul-2020: medical records received. Essure lot number was added. Reporter causality comment was updated. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and systemic lupus erythematosus ("lupus") in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida and parity 3 (dob: ((B)(6))). Previously administered products included for an unreported indication: iud and birth control pill. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced influenza like illness ("flu like symptoms"). In 2012, the patient experienced systemic lupus erythematosus (seriousness criterion medically significant) with arthralgia, arthritis, pyrexia and joint swelling. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), asthenia ("debilitating"), alopecia ("hair loss"), somnolence ("had difficulty waking at times"), mental disorder ("essure caused or aggravated her psychiatric and /or psychological conditions"), weight increased ("weight gain"), hypothyroidism ("hypothyroidism") and allergy to metals ("hypersensitivity reaction to nickel"). The patient was treated with thyroid (thyroidin), hydroxychloroquine, anti-inflammatory/ antirheumatic agents in comb and surgery (essure removed on (B)(6) 2015 via hysterectomy). Essure was removed on (B)(6) 2015. In 2015, the systemic lupus erythematosus had resolved. At the time of the report, the pelvic pain, asthenia, alopecia, somnolence, mental disorder, influenza like illness, weight increased, hypothyroidism and allergy to metals had not resolved. The reporter considered allergy to metals, alopecia, asthenia, hypothyroidism, influenza like illness, mental disorder, pelvic pain, somnolence, systemic lupus erythematosus and weight increased to be related to essure. The reporter commented: she did not receive treatment for hair loss and weight gain. She did not claim allergic to nickel or any other component of essure. She was biopsied both knees, physical therapy, medication for treatment of joint pain. She received benlysta from 2012 to 2015 for lupus. She had no complications or problems that occurred at the time of your essure placement. Diagnostic results: on (B)(6) 2008, plaintiff underwent essure confirmation test: dye test. Quality-safety evaluation of ptc: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. The medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Further company follow-up with the consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 4-dec-2017: event auto immune response was replaced with lupus. Events added per pfs: constant low-grade fevers, had difficulty waking at times, hypersensitivity reaction to nickel, essure caused or aggravated her psychiatric and /or psychological conditions, joint swelling, flu like symptoms, weight gain, hypothyroidism. Patient information and historical condition, historical drug and concomitant disease were also added. Essure was implanted on (B)(6) 2008 and essure was removed on (B)(6) 2015 (as written). Essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma ag, (B)(4) and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only¿. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain"), systemic lupus erythematosus ("lupus") and reynold's syndrome ("reynaud's") in a 34-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 3 (dob: ((B)(6) 2003, (B)(6) 2005, (B)(6) 2007)), knee pain, biopsy and endometrial biopsy. Previously administered products included for an unreported indication: iud and birth control pill. Concurrent conditions included inflammation, dysfunctional uterine bleeding, bleeding menstrual heavy, hyperplasia endometrial and constipation. Concomitant products included hydroxychloroquine phosphate (plaquenil). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced influenza like illness ("flu like symptoms/ constant flu-like symptoms"). In (B)(6) 2009, the patient experienced systemic lupus erythematosus (seriousness criterion medically significant) with arthralgia, arthritis, pyrexia, joint swelling and peripheral swelling and alopecia ("hair loss"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), reynold's syndrome (seriousness criterion medically significant), somnolence ("had difficulty waking at times"), mental disorder ("essure caused or aggravated her psychiatric and /or psychological conditions"), hypothyroidism ("hypothyroidism") with asthenia, weight increased and fatigue, allergy to metals ("hypersensitivity reaction to nickel"), headache ("headaches") and blister ("itchy watery blisters"). The patient was treated with thyroid (thyroidine), hydroxychloroquine, antiinflammatory/antirheumatic agents in comb and surgery (laparoscopic-assisted vaginal hysterectomy. Bilateral salpingectomy.). Essure was removed on (B)(6) 2015. In 2015, the systemic lupus erythematosus had resolved. At the time of the report, the pelvic pain, somnolence, mental disorder, influenza like illness, hypothyroidism, allergy to metals and alopecia had not resolved and the reynold's syndrome, headache and blister outcome was unknown. The reporter considered allergy to metals, alopecia, blister, headache, hypothyroidism, influenza like illness, mental disorder, pelvic pain, reynold's syndrome, somnolence and systemic lupus erythematosus to be related to essure. The reporter commented: she did not receive treatment for hair loss and weight gain. She did not claim allergic to nickel or any other component of essure. She was biopsied both knees, physical therapy, medication for treatment of joint pain. She received benlysta from 2012 to 2015 for lupus. She had no complications or problems that occurred at the time of your essure placement. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2015: complete uterus with secretory endometrium. Ultrasound scan - on (B)(6) 2014: 2-cm simple cyst. On (B)(6) 2008, plaintiff underwent essure confirmation test: dye test. Concerning the injuries reported in this case, the following one were confirmed in patient¿s medical records: systemic lupus erythematosus. Concerning the injuries reported in this case, the following ones were reported via social media: painful swollen hands/ feet, headache, fatigue, blisters on hands. Quality-safety evaluation of ptc: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. The medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Further company follow-up with the consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 25-jun-2018: pfs, medical record and social media post received. Reporter's information was updated. Events added: fatigue, hair loss, painful swollen hands/ feet, reynaud's. Concomitant drugs, concomitant diseases, lab data and historical conditions were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.